Event description:
Follow up information received reported that the cause of the event was progression of the patient's disease. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v266792, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot# v266792, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient started 'shaking again' the night before the report and there was a loss of therapeutic effect. The reporter stated that they were trying to figure out if the battery was dead. The devices were checked with the patient programmer, and it showed that stimulation was on for both devices and both internal batteries were fine. It was noted that the patient hadn't seen her health care provider in six months to a year. It was unclear when she'd last seen her health care provider. Additional information has been requested but was not available as of the date of this report.